Manufacturer narrative:
Initial and final MDR 1874995 MDR 3003442380-2024-04661- device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set came off during use on (B)(6) 2024. The blood glucose level of the patient at the time of event was 210 mg/dl. The issue occured with four similar infusion sets used for six hours.the patient replaced the infusion set and insulin was resumed successfully. No further information was available.